Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a symptomatic rectocele, and a possible enterocele. The patient underwent the concurrent procedures of a pelvic exam under anesthesia, cystoscopy, posterior vaginal colporrhaphy and enterocele repair during mesh implantation. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and bsx-advantage was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, urinary urgency and frequency.

Manufacturer narrative:
It was reported that patient underwent revision on (B)(6)2013 by dr. (B)(6).